Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium on a cobas 6000 c (501) module. The initial result was 6.7 mmol/l. The repeat result was 8.4 mmol/l. The sample was repeated as the initial result was questioned by the doctor.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The customer noted condensation under the cuvettes and replaced them. The customer was also having calibration and qc issues. The field service engineer (fse) did not find a cause for the issue. The customer performed an incubator bath and photometer check and cell blank measurement. The cell blank measurement passed. The investigation is ongoing.